Event description:
On 2020-aug-17, additional information was received from the manufacturer representative (rep). The caller was successful in decoup ling the a820 and recoupling to the patient's new pump.

Manufacturer narrative:
Continuation of d11: product ID: a820, serial# unknown, product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving intrathecal dilaudid 30 mg/ml at 4.003 mg/day via an implanted pump. It was reported the reason for the patient¿s call was to pair her handset to her new pump. It was noted she was unable to pair her handset to her new pump before because she had not charged it when bringing the device to her doctor¿s office. When instructing the patient how to pair the personal therapy manager (ptm) to her pump, the incompatible pump found screen was seen. It was further reported the patient had an old pump implanted on (B)(6)2020 which had an infection and had to be removed on (B)(6) 2020. Per device registration the device was removed on (B)(6) 2020. It was noted when this pump was implanted, she had pain for three weeks and then noticed the infection. The patient was redirected to her healthcare provider (hcp) to have her handset decoupled from the old pump so she could pair it with the new pump. Additional information was received from a company representative (rep) and they planned to meet with the patient to decouple/recouple the ptm. No further complications were reported.